Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of no air water flow. This issue does not constitute an MDR reportable event. However, an MDR-reportable failure was identified during testing at the service center. Upon inspection, foreign objects were found in the nozzle. There was no patient involvement.